Event description:
Patient reported pump malfunction of cadd legacy sn (B)(4) due for maintenance on 01/10/2018. Patient had back up pump to use, no ae, pump kept alarming for tubing despite multiple attempts to fix. New pump was sent to patient same day, and malfunctioning pump to be returned. Did the reported product fault occur while in use with a patient: no. Did the product issue cause or contribute to patient or clinical injury: no. If yes, was any medical intervention provided: na. Is the actual device available to be returned for investigation: yes. Dates of use: from (B)(6) 2017 to ongoing.